Manufacturer narrative:
(B)(4). The device was not returned for analysis, thus the reported incorrect stent size was not able to be confirmed. A photo of the product label of the outer package was returned, confirming the unshaded marker on the label. This is a cosmetic issue that does not affect the use or performance of the device. A search of the complaint handling database was performed and confirmed one other incident identified from this lot for a label marking issue. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to label markings was identified. The event was possibly related to a manufacturing issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xpert pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion behind the bifurcation of the completely diseased internal iliac artery in the lower extremity. It was noted the outer package of the 5x40mm xpert pro stent system showed only a distal marker and no proximal marker on the drawing of the outer package. However, during placement of the stent, two markers were visible. The stent was deployed however it did not cover the target lesion that was planned to be treated, the stent was deployed covering the bifurcation of the internal iliac and not the internal iliac. The stent was not deployed in healthy tissue, as the entire iliac was diseased. After placing the stent, the distance between the two markers was measured to be only 2 cm and not 4 cm. No medical intervention was required. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.